Manufacturer narrative:
Section d4: correction: the UDI# has been corrected to (B)(4). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), two right ventricular (rv, one active, one capped) and a left ventricular lead due to a chronic cied system/pocket infection. In addition, the patient had multiple comorbidities, including cardiomyopathy and morbid obesity. Spectranetics lead locking devices were inserted into each lead to provide traction. Using multiple spectranetics devices (12f glidelight laser sheath, 14f glidelight, small visisheath dilator sheath, medium visisheath), the ra, active rv, and capped rv were removed successfully. Efforts then switched to attempted removal of the lv lead, and it was noted the tines on the distal end of the lead could not be retracted pre-procedure. The 12f glidelight (along with an lld ez) were used to stabilize the lv lead (without using laser energy). Via transesophageal echocardiography (tee), it appeared as if the lead had prolapsed into the tricuspid valve. While traction was being applied, the patient''s blood pressure suddenly dropped, and a pericardial effusion was noted via tee. A perforation of the coronary sinus (cs) was suspected, and rescue efforts began, including a pericardial window, which was performed in order to reduce pressure and remove blood in the area. At that time, the physician chose not to remove the lv lead and did not attempt to unlock it from the the lv lead prior to cutting and capping both, which remained in the patient. The pocket was closed, and the patient was placed on extracorporeal membrane oxygenation (ECMO). The suspected perforation clotted off, and the effusion was monitored. The next day, the patient was transported to the emergency room to be placed on veno-venous ECMO. If the patient became stable, the plan was to attempt removal of the lv lead again, due to the patient''s chronic infection, significant illness, and morbid obesity. The bleeding was ultimately controlled; however, the patient''s condition deteriorated (legs became ischemic and the patient became septic), and the patient passed away 4 days post-procedure, on (B)(6) 2023. This report captures the lld providing traction to the lv lead when the suspected perforation occurred, requiring intervention, and was cut and capped within the lv lead and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure. Although the patient died, the cause of death was from complications due to sepsis and not as a result of the lead extraction procedure.

Manufacturer narrative:
A4): patient''s weight unk. H3): a portion of the device was discarded, and a portion remained in the patient, thus no investigation could be completed. H6): perforation of vessels and lld cut/cap are known risks of complication with use of the lld. Although lld cut/cap is a known risk of complication with the lld, the physician did not attempt to unlock the lld from the lv lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.